Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer's nurse stated that she got off no power. The customer's nurse tried to clear the motor error by pressing esc and act but the display when blank.

Manufacturer narrative:
The pump powered up properly and no blank display was noted. The pump was received with normal operating currents, and passed unexpected restart error test, and the self test. The pump failed the displacement test followed by a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, or prime tests due to the motor error alarms. The pump was monitored and no unexpected off no power alarms occurred during testing. No damage was found on the lcd isolation tape during visual inspection. The pump was received with a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.